Manufacturer narrative:
Initial and final MDR 1953604- MDR 3003442380-2024-22994- device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On 24-may-2024, it was reported that the patient encountered infusion set cannula kinked event within 3 hours after insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.